Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2024, the department will perform daily maintenance on the ventilator. The device's power on self-test reports an error with the oxygen sensor, which prevents normal monitoring of oxygen concentration and poses a risk. The nurse immediately contacted the maintenance personnel of the hospital's equipment department to repair it, and after communicating with the manufacturer's engineer, ordered a new oxygen sensor. After replacing the new oxygen sensor, the equipment returned to normal failure occurred during preoperational check. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: on april 10, 2024, the department will perform daily maintenance on the ventilator. The device's power on self-test reports an error with the oxygen sensor, which prevents normal monitoring of oxygen concentration and poses a risk. The nurse immediately contacted the maintenance personnel of the hospital's equipment department to repair it, and after communicating with the manufacturer's engineer, ordered a new oxygen sensor. After replacing the new oxygen sensor, the equipment returned to normal failure occurred during preoperational check. No patient involvement.